Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely elevated troponin (accutni) results, above the ami cutoff, generated by the unicel dxc 600i synchron access clinical system for several different patients' samples. The results were reported out of the lab. Subsequent testing produced results in a different clinical category. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The customer stated to hotline on the day of event that an aspirate probe was loose earlier in the day. No further details regarding this were supplied. Customer had dark count errors on (B)(6) 2010. Per customer, the reason for the dark count errors was someone had left the top cover open. Service was offered and declined. Although some use errors were noted, no clear root cause could be determined for this event.